Manufacturer narrative:
Model number/catalog number: sc-2408-56. Serial number: (B)(4). Batch/lot number: 21717023. Model/catalog description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient experienced undesired stimulation at the abdomen due to lead migration. No device malfunction was suspected. The patient underwent a leads replacement procedure and was doing well postoperatively.